Event description:
It was reported that there was an unidentified object inside the package. Followed up with customer, indicated that the object could not be identified; however, device with package will be returned. No patient complications were reported.

Manufacturer narrative:
Device not returned.